Event description:
It was reported that (3) devices were used during a wedge resection. It was reported by the affiliate that (1) tsb45 instrument, with (2) tr45b reloads were used during the case. The staples malformed, so the surgeon put some overstitches to complete the case.